Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the revision surgery was performed due to the arthritic symptom 4 years and 6 months after the primary op on (B)(6) 2008. The surgeon replaced the insert on (B)(6) 2012 due to oa.

Manufacturer narrative:
Updated implant date based on additional information. The patient is (B)(6). An event regarding wear involving a nrg knee p/s nrg bearing insert size was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report ((B)(4)). The report indicated: "symmetrical patterns of burnishing, surface deformation and third body indentations were evident on the articulating surface." "No remaining third body debris was found on the articulating surface." "There was no evidence of white flake band on the insert that could indicate signs of oxidation." "Damage to the distal surface included surface textures from the tibial tray occurring during in-vivo service. Explantation related damages including nicks and cuts were evident on the distal and anterior surfaces. The insert material was discolored yellow." "There is abrasive wear damage on one side of the post of the ps insert." A material analysis was also performed. The report concluded that there was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. A review of the provided medical records and/or x-rays by a clinical consultant indicated: "x-rays includes a series labeled off the films 'post-implantation 2008,' which includes an ap and lateral of a cemented right total knee arthroplasty in nominal position with no pathology. A second series labeled off the films 'pre-revision 2012' is an ap and lateral of the right knee, which is essentially unchanged." The clinician's review of the x-rays did not suggest any evidence of a of faulty prosthetic design or manufacturing issue associated with the device. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot conclusions: wear analysis of the returned insert indicates that the measured linear penetration wear rates of the articulating surfaces were less than wear rates reported in previous clinical studies. Further to this there was no evidence from the clinician's review of the x-rays to suggest a device related issue.

Event description:
It was reported that the revision surgery was performed due to the arthritic symptom 4 years and 6 months after the primary op on (B)(6) 2008. The surgeon replaced the insert on (B)(6) 2012 due to oa.